Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00135: plate.

Event description:
A clavicle plate was implanted. At some point post-operatively, one of the screws broke. The plate and screws were explanted.